Event description:
It was reported that three luminexx stents (end to end, overlapping) were placed in the long segment of the superficial femoral artery and the proximal popliteal artery for diffuse calcified disease throughout the 32cm stented segment. Four months after placement, the stents were noted to have multiple fractures along the length of all three stents. The stents were subsequently lined with covered stents.